Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he could not get the software to load on his vns therapy programming handheld. Troubleshooting was unsuccessful in resolving the event, and the handheld and software were subsequently returned to manufacturer for product analysis. An analysis was performed on the returned flashcard and the cause for the reported complaint was found to be associated with the absence of the installation files. The analysis was able to locate the backup database giving the indication that the installation files were most likely present on the flashcard at one time. The site was contacted to see if they had any other v7.0 flashcards, but they indicated that the only v7.0 flashcard they had was the one that was received with the handheld in question. This is further indication that the installation files were on the flashcard at one time. The analysis could not determine a cause for the missing installation files; however, it is likely that they were inadvertently deleted.